Manufacturer narrative:
The device was not returned to edwards for analysis as it remains implanted after a valve-in-valve procedure. Without return of the device the clinical observation cannot be confirmed. However, the device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the surgeon indicated rapid calcification was due to altered calcium metabolism, as the patient is in end stage of renal failure. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm aortic pericardial valve was failing due to severe calcification which led to stenosis with angina. The patient had valve-in-valve intervention and at the time of the procedure the 25mm aortic pericardial valve had been implanted for approximately three (3) years. A 26mm transcatheter aortic valve was used for the procedure. Both devices remain implanted. As per surgeon's clinical observation, the rapid calcification was due to altered calcium metabolism, as the patient is in end stage of renal failure (native mitral valve presented severe calcification as well). Patient's outcome reported as stable.